Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic, loss of capture was noted on left ventricular (lv) lead. Programming changes were made in next visit. The patient was stable.